Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had nausea and was vomiting. The cause of the event was not determined by the md. The family member stated that there was missing segments when the time was displayed. At that time, the family member was advised that a replacement will be sent. No further details.